Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient underwent a procedure wherein the pocket was revised and relocated due to the battery that was pressing against a nerve. The patient was doing well postoperatively. No device malfunction.